Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. The device passed the off no power, self-test, displacement, rewind, basic occlusion and excessive no delivery alarm tests. All operating currents are within specifications with no unexpected battery or no delivery alarms observed during testing. A scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads noted.

Event description:
It was reported that the blood glucose reading went high. Customer was not receiving insulin. Noticed that the needle was not connected; customer was not receiving insulin. The quick release was not clicked in completely. Customer concerned that insulin pump did not alarm no delivery. The current blood glucose reading is 273 mg/dl. Customer has eaten; that's the reason for the high blood glucose. During troubleshooting, the high pressure test failed. The insulin pump will be replaced. Nothing further reported.